Event description:
Dental damage caused by product hello, I am contacting you regarding my purchase of gum proxabrush go-betweens ¿ ultra tight (order ID: (B)(4). Despite being advertised as soft and safe for gum health, these interdental brushes were extremely hard and rigid when used. During normal use, the excessive hardness caused damage to my tooth, resulting in a chipped tooth tip. This is completely unacceptable for a dental care product. Additionally, the brushes showed poor construction and instability, making them unsafe for oral use. A product intended for ultra-tight spaces should be gentle and controlled, not strong enough to cause physical dental damage. This product is clearly not as described and represents a serious safety issue.